Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of off no power anomaly from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that the pump automatically shuts down. The customer mentioned that she tried different batteries. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test, off no power test and no unexpected off no power anomalies noted. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip.